Manufacturer narrative:
No malfunction suspected. The end user stood up on the power wheelchair footplate to adjust clothing and fell. Hoveround's owner's manual warns "[t]o reduce the chance of serious injury or death from tip-over or falling from the power wheelchair, do not stand on the footplate."

Event description:
The end user's spouse reported that while seated in the power wheelchair, the end user stood up and on the footplate to adjust clothing and fell.